Event description:
On (B)(6) 2012, the patient contacted global technical services regarding an unrelated alarm. On (B)(4) 2012, product surveillance contacted the home patient (hp) regarding the alarm. During the conversation, the patient reported at the time of the alarm was her first therapy since being released from the hospital earlier in the day. The hp did not disclose the reason for hospitalization. The hp also stated she was on antibiotics, but did not disclose what kind of antibiotics she was on or the indication. Therapy had been going fine since. On (B)(4) 2012, product surveillance contacted the peritoneal dialysis registered nurse (pdrn) regarding the hospitalization and antibiotic use. The following information was obtained: on an unreported date, the patient began apd therapy with the cycler only. On an unreported date, the patient dropped her cassette and had a breach in technique. On (B)(6) 2012, the patient was hospitalized for peritonitis. There was no exit site or tunnel site infection associated with the peritonitis. The patient was treated with a 14 day regimen of unspecified antibiotics. On (B)(6) 2012, the patient was discharged from the hospital. At the time of this report, the event of peritonitis was considered resolved. The patient was retrained on aseptic technique. The nurse stated she does not know if the peritonitis could have been related to the solutions, disposables or device, but stated the peritonitis was likely caused by the patient dropping the cassette and having a breach in technique. The nurse stated the patient was given extra cassettes from the clinic. No further information was provided. The date of onset of this peritonitis episode is unknown.

Manufacturer narrative:
(B)(4). This report of use error - breach in aseptic technique is confirmed because it was reported there was a breach in aseptic technique. However, the assignable cause could not be determined. There were no deviations from standard procedure. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem.

Manufacturer narrative:
(B)(4). The devices involved in the incident was unknown. The supplies were discarded and no companion samples were available. A 510(k) number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, a batch review will not be performed. A follow-up report will be submitted if additional information becomes available